Manufacturer narrative:
The device referenced in this report has not be returned to olympus for eval. If add'l info is received at a later time this report will be supplemented.

Event description:
The user facility reported that during a procedure for a bladder tumor removal, the tip of the eris-cf25, rotating resectoscope inner sheath broke off. The broken piece was removed from the pt and the procedure was successfully completed. No pt injury was reported.